Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment.

Event description:
It was reported that during an open colectomy procedure, the surgeon fired the device across the bowel and when he observed the staple line, it had not stapled. They used clamps and sutured the bowel; no blood products were required. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.